Event description:
Reference number (B)(4). Event occurred in romania. It was reported that the patient experienced an event of needle break on (B)(6) 2025. The site of location was abdomen. The infusion set was in use for one minute. No further information was available.